Manufacturer narrative:
The event date was not reported therefore the aware date was used as an estimate.

Event description:
It was reported that there was a perforation. It was reported via social media that during a laa closure procedure that there was a perforation in the heart. The patient needed a pericardial drain to treat the event. The patient recovered and was discharged home 2 days later.